Manufacturer narrative:
Initial.

Event description:
It was reported that after replacing a dexcom g7 continuous glucose monitor (cgm) sensor, the ilet displayed dosing stopped and pairing failed messages, resulting in suspended insulin delivery until the cgm reconnected; the issue was addressed through troubleshooting and education, and the cgm later connected successfully. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the cgm and pump, with device components related to electrical and magnetic function including the antenna implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.